Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was worn and partially separated. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
We received the following report. *during a gastrectomy, the subject device was used. After 1 hour since the surgery began, the tissue pad of the first device was worn, and the user became unable to activate output. Seal & cut short circuit error occurred. After 3 hours since the surgery began, the tissue pad of the second device was worn and fell, and the user became unable to activate output. Seal & cut short circuit error occurred. The fragment was retrieved. The intended procedure was completed with the third device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On december 22, 2020, olympus medical systems corp. (Omsc) found that the tissue pad of the device was partially separated. This is the report regarding the separation of the tissue pad on the first device.